Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The visual inspection confirmed that the loop wire at the distal end of the hf resection electrode is broken off. Olympus america inc. ("Oai") is implementing a removal action of specified lot numbers of the monopolar hf resection electrodes a22201c and wa22037c. The electrodes are used for endoscopic diagnosis and treatment in urological and gynecological applications. Oai has initiated this removal action after receiving an increased number of complaints regarding loop wires breaking at the distal end of the referenced electrodes. Investigations have confirmed that loop wires can break during the intended use of the electrodes. As a result, a fragment may fall inside the patient and will need to be retrieved. Retrieval of the fragment could prolong the procedure and, under certain circumstances, could require additional surgical treatment. The investigation revealed that the loop wires of the affected electrodes were damaged during production. The cause of this damage is defective manufacturing equipment. The damaged loop wires cannot be detected by visual inspection. There has been no report to date of an adverse event or patient injury. However, in an effort to prevent a potential risk to patient health, oai is undertaking this action to remove the affected lot numbers. Oai's correction number according to 21 cfr 806.10 (c) (1): 2429304-4/18/2017-044r

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. However, the exact cause of the user's experience and the reported phenomenon could not be determined yet since the evaluation/investigation is still ongoing. As soon as the investigation results and final evaluation are available, this report will be updated. The evaluation is still ongoing.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure at unknown date, the loop wire at the distal end of at least one hf resection electrode broke off and fell inside the patient. However, no fragments remained inside the patient since they were reportedly retrieved. The intended procedure was delayed but successfully completed. No further information was provided but there was no adverse event or patient injury. This is report 1 out of 8.